Event description:
The lead was not successfully implanted due to an unknown product performance issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The lead was not successfully implanted due to an unknown product performance issue. Additional information received and a supplemental report is being filed.

Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted the complete lead was returned with helix retracted. Also dried blood/body fluid in the tip area which would inhibit helix function. The lead passed testing.

Event description:
Additional information received and a supplemental report is being filed.